Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence and adhesions are known inherent risk of surgery and are listed in the instructions-for-use as possible complications. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex st hernia patch, reference number 5950009, lot number huxf1771 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to repair recurrent ventral incisional hernia and remove extensive adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence and adhesions are known inherent risk of surgery and are listed in the instructions-for-use as possible complications. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of ventralex st mesh, patient was diagnosed with adhesions, hernia recurrence and pain thereby underwent hernia repair. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex st hernia patch, reference number: (B)(4), lot number: huxf1771 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to repair recurrent ventral incisional hernia and remove extensive adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: on (B)(6) 2013: patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿hernia sac was identified and opened. A large ventralex st mesh was placed intraabdominally and sutured." On (B)(6) 2014: patient visited hospital for recurrent incisional hernia and pain. On (B)(6) 2014: patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with the implant of biologic mesh. Per operative notes, ¿lysis of adhesion was performed. Several loops of small bowel were divided from adherent tissue to reduce them from hernia defect. Single small bowel serosal tear was repaired with suture. A piece of biologic mesh was placed in the abdominal cavity and tacked." (Note: there is no visualization of ventralex st in operative notes). Attorney alleges that the patient had adhesions, pain, infections, hernia recurrence and emotional injury.